Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high pacing impedance and loss of capture were observed on the right ventricular lead and the patient experienced syncope as a result. The lead was capped and replaced to resolve the event. The patient was in stable condition.